Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was operating in critical override mode despite rss indicating an online status. The customer confirmed that the device had power and indicated a network connection at the time of the event. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.2. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A technical support specialist applied knowledge article (ka) - controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time., but the issue remained unresolved, proceeded with dropping the database and performed a full synchronization as per knowledge article (ka) - proper datasync procedure & how to place new db in es station. Confirmed that there were no critical overrides present on the station. The system functioned as intended after the technical support specialist troubleshot the device.